Event description:
As reported by an edwards lifesciences field clinical specialist, a 23mm sapien 3 ultra valve was implanted in the aortic position via transfemoral approach. There was mild-moderate paravalvular leak post-implant, and the valve was post dilated using the same commander delivery system. Approximately 10 months later, echo showed ejection fraction (ef) 60-65%, mean gradient 34mmhg, ava 1.4 and moderate-severe paravalvular aortic regurgitation. Tee two months after the echo showed ef 55%, mild-moderate paravalvular leak, and severe transvalvular aortic valve regurgitation. The patient underwent a successful valve in valve procedure with a 26mm sapien 3 ultra valve.

Manufacturer narrative:
Investigation is ongoing. H3 other text : device remains implanted.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information received from the edwards lifesciences field clinical specialist. It was reported that the patient was experiencing shortness of breath and symptoms of hemolysis. The following sections of this report have been updated: additional information added to b7, corrected codes in h6 health effect-clinical code. Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions, and additional information added to h10. The sapien 3 ultra valve was not returned to edwards lifesciences for evaluation as it remained implanted in the patient. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided and the following was observed: imagery was provided and revealed the following information relevant to the complaint event: native annulus area was 518.3 mm2, which was out of recommendation range for size 23 mm (area: 338-430 mm2). Calcification was severe presented on the native annulus. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. The instructions for use/training manuals were reviewed for guidance/instruction involving the valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The paravalvular leak, central regurgitation, and increased gradients were unable to be confirmed due to unavailability of relevant medical record and imagery. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the reported event. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valve and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Per imagery review, the size 23 mm thv was undersized per native annulus measurement. Incorrect size or undersized thv could lead to channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site (native annulus). Per IFU, "incorrect sizing of the valve may lead to paravalvular leak". In addition, patient had a severe calcified native annulus. Bulky calcification can create irregular contact between the pvl skirt and target site (native annulus), resulting in paravalvular leak. Available information suggests that patient factors (calcification) and/or procedural factors (under-sized valve) may have contributed to the complaint event. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. The leaflets coaptation is required blood flow back pressure, and inadequate leaflet coaptation can lead to the central regurgitation. In this case, paravalvular leak can lead to insufficient blood flow back pressure, which can prevent leaflets to have proper coaptation, resulting in central regurgitation. As such, available information suggests that patient factors (paravalvular leak) may have contributed to the complaint event. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. In this case, patient was experiencing regurgitations (pvl and central leak), which could lead to heart work harder to pump enough blood out of ventricle, resulting in increased gradients. As such, available information suggests that patient factors (regurgitation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.